Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient was implanted 2012-(B)(6) and today he was getting shocked even after turning the stim down. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient didn't get the permanent device. When the patient experienced shocking and jolting was during the pain stim trial. There was no testing to figure out why the patient was getting the shocking or jolting. The patient had the trial removed and decided not to go on to implant. No matter what the patient did he couldn't get the shocking to go away. After the trial, it was removed and the shocking went away. The patient was fine.